Event description:
Boston scientific received information that this device and associated chronic rv lead displayed high shock impedances shortly after implant. Follow up information from the local field representative indicated that shock impedance testing during the implant procedure yielded normal measurements. As such, the system will continued to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.